Event description:
It was reported that the pt's neurostimulator has "fallen into her abdomen." She had pain in her pelvic area and the device was putting pressure on her bladder and vagina. She had trouble urinating and could not have sex. This occurred following the replacement of her device. The pt also experienced an overstimulation sensation. Specifically, when she used her pt programmer to change to program 3 and adjusted the stimulation to 3 volts, the programmer "jumped back up" to over 4 volts. The device was turned off at this time. She was at home in good condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).